Manufacturer narrative:
As reported, the sealant protection of a 6f/7f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was difficulty when inserting the tip into an unknown sheath and it was found that the tip was split because it was stuck in the sheath. This did not happen in the patient. After that, manual compression was carried out to stop the bleeding. There was no reported patient injury. The device was intended to be used for transarterial chemoembolization (tace) treatment. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile ¿mynx control vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, and the stopcock was slightly closed. The sealant was swollen from exposure to blood, covering the balloon neck and exposed from the sealant sleeves, which were frayed/split/torn. Additionally, the atraumatic tip was not provided for evaluation. The syringe and procedural sheath were also not returned for assessment. Furthermore, the balloon was deflated. Dimensional analysis could not be performed on the returned device due to the frayed/split/torn condition of the sealant sleeve assembly. Additionally, the measurement of the catheter¿s working length, from the distal end of the sheath catch to the proximal end of the balloon, could not be completed because the atraumatic tip was not included with the returned device for evaluation. However, dimensional analysis was conducted to verify the proximal bond length, and the result was found to be within specification. Functional analysis could not be conducted with the returned device because the atraumatic tip was not included for evaluation. Per microscopic analysis, visual inspection at high magnification showed that the sealant was swollen due to exposure to blood, covering the balloon neck. Additionally, the sealant sleeves were found to be frayed/split/torn upon receipt. The atraumatic tip was not included with the returned device for evaluation. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. Also, a condition was noted with the returned device of ¿atraumatic tip-separated¿ as the device was received with the atraumatic tip not included. The exact cause of the reported event and observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. Also, it is possible that procedural/handling factors led to the separation of the atraumatic tip. However, as this condition was not reported, it is possible that this issue occurred after the procedure. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection of a 6/7f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was difficulty when inserting the tip into an unknown sheath and it was found that the tip was split because it was stuck in the sheath. This did not happen in patient. After that, manual compression was carried out to stop the bleeding. There was no reported patient injury. The device was intended to be used for transarterial chemoembolization (tace) treatment. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation. The atraumatic tip was not included with the device returned.